Event description:
A customer reported bleeding after sensor insertion while applying the adc device. The customer experienced symptoms described as irritated area at sensor site, a loss of consciousness and was unable to self-treat. No third-party intervention or healthcare professional treatment was reported for this issue. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported bleeding after sensor insertion while applying the adc device. The customer experienced symptoms described as irritated area at sensor site, a loss of consciousness and was unable to self-treat. No third-party intervention or healthcare professional treatment was reported for this issue. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and no issues were observed. Applicator had fired correctly. The applicator was pried open to inspect the sharp; no issues was observed with the sharp. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor pack and observed damaged transition features. Lid was completely peeled off. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Therefore, this issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.